Event description:
It has been reported that the device shut down during a patient use event. The user noted that the device functioned properly once a replacement battery was inserted after the patient use event. The patient survived and was admitted to the hospital.

Manufacturer narrative:
(B)(4). Replacement battery resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It has been reported that the device shut down during a patient use event. The user noted that the device functioned properly once a replacement battery was inserted after the patient use event. The patient survived and was admitted to the hospital.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.